Event description:
The initial reporter alleged discrepant results for one of two newborn twins tested with the hbsag g2 elecsys e2g 300 assay on the cobas e 801 module. The results for this twin were inconsistent with those of the other twin and the mother. On (B)(6) 2020, the first sample from the affected twin was tested and yielded repeatedly reactive results of 135.4 coi for hiv combi pt and 545 coi for hbsag. On (B)(6) 2020, a second sample from the same twin was tested and yielded repeatedly reactive results of 124.2 coi for hiv combi pt, 630 coi for hbsag, and 6.20 coi for hiv duo (hiv ag: 6.2 coi, ahiv: 0.08 coi). Retesting of these samples on another analyzer produced consistent reactive results for both hiv and hbsag. In contrast, a sample from the other twin yielded non-reactive results of 0.38 coi for hiv combi pt and 0.34 coi for hbsag. Similarly, a sample from the mother yielded non-reactive results of 0.25 coi for hiv combi pt and 0.38 coi for hbsag. Additional testing included polymerase chain reaction (pcr) assays, which detected no target for hbv dna or hiv rna. Other hbv markers for the affected twin were consistent with those of the mother and the other twin, including anti-hbs (>1000 iu/l), hbeag (non-reactive, 0.27 coi), anti-hbe (non-reactive, 1.35 coi), anti-hbc (non-reactive, 2.0 coi), and anti-hbc igm (non-reactive, 0.07 coi). An hbsag confirmatory test was performed but yielded non-valid results, with the sample + confirmatory reagent at 0.502 coi and the sample + control reagent at 0.533 coi. Precicontrol hbsag ii 2 + confirmatory reagent yielded 0.708 coi, and precicontrol hbsag ii 2 + control reagent yielded 3.43 coi.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the issue was most likely sample-related. No evidence of a general reagent issue was identified. The investigation was limited due to sample material not beiing available, which prevented the analysis of patient samples at the manufacturer's facilities. Based on the customer's results, the reactive findings for the affected twin were most likely false positive results. No further investigation could be conducted, and a definitive root cause could not be determined.